Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stelkast was notified by FDA on 03/02/2017 by letter that a patient voluntarily reported a serious injury event through the medwatch program. Medwatch report mw5067954 involving sc2398-5860, 32mm hooded liner was filed on 02/16/2017. The event report indicates that the patient had a second partial revision on the right hip on (B)(6) 2010 where this liner was implanted. The condition of the patient at the time of the surgery was not noted.